Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte luer access split-septum stand-alone device leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Results: bd received one sample unit for evaluation by our quality engineer team. Upon examination, tears were observed to the septum and the column walls. Leakage was confirmed through testing in the actuated position. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect of leakage. A definite cause of the damage observed, which contributed to the leakage, could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Conclusions: the defect leakage, as stated as the reported code was confirmed. The source of the leakage was from the vent hole due to a column tear. Confirmed there were slit tears on the septum top disk. Conclusion: root cause, relationship of device to the reported incident: indeterminate a definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A definite source that contributed to the slit tears could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations.